Event description:
Stimulator was being used by the surgeon. It did not elicit a response - it was replaced with a new one a response was noted.device #1is this a laboratory device or laboratory test?no.